Event description:
It was reported to philips that the heartstart mrx defibrillator showed an ECG equipment malfunction during the operation check. There was no pt involvement.

Manufacturer narrative:
(B)(4).